Event description:
Caller reported a malfunction on pump, identified by code malf 0x277d. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, continued to use pump, and was advised to contact technical support again if malfunction code recurs.